Manufacturer narrative:
The customer is freezing the entire gel separator tube instead of the aliquoted serum. Freezing of the entire tube would have caused denaturated proteins which would affect the turbidity of the sample. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable ise indirect na and k for gen.2 results for 1 patient tested on a cobas 6000 c (501) module. The patient sample was originally collected on (B)(6) 2019 and processed by a modular pre-analytical system. On (B)(6) 2019 (the date of event) additional tests were requested and the patient sample was defrosted and mixed. The patient sample was not centrifuged prior to analysis. On (B)(6) 2019 the sodium result was 119 mmol/l with a data flag. On (B)(6) 2019 the potassium result was 3.62 mmol/l. On (B)(6) 2019 the patient sample was defrosted again. The customer stated that the patient sample was not clear and was very lipemic. The patient sample was mixed, manually aliquoted, and centrifuged before being tested. On (B)(6) 2019 the sodium result was 146 mmol/l. On (B)(6) 2019 the potassium result was 4.41 mmol/l. The results in question were reported outside of the laboratory.